Event description:
The customer reported that she experienced high bg¿s (greater than 500mg/dl) while wearing a pod and, as a result, began to feel ill. She was unable to give herself a manual insulin injection so she called her granddaughter, who sent for an ambulance. Upon arrival, the emt removed and replaced her pod; in addition, manual insulin injections were administered which successfully lowered her bg¿s over a 2 1/2 hour period. The emt noted that the customer¿s pdm had read ¿communication error¿; the customer wears a hearing aid and may not have heard the alarm. The pod will be returned for evaluation.

Manufacturer narrative:
The pod was returned and evaluated. Investigation results confirmed that the device had failed either immediately after or during the fill phase, resulting in a hazard alarm being generated. The exact root cause of the failure could not be determined. The omnipod user guide clearly informs users that a hazard alarm is an indication of a potentially serious condition. The user guide states "hazard alarms occur either when the pod is in a very serious condition or something is wrong with the pdm." It goes on to warn "when a hazard alarm occurs, all insulin delivery stops. Failing to address the situation could result in hyperglycemia." The user guide further instructs "due to the serious nature of hazard alarms, you must act promptly to resolve them" by deactivating and removing the active pod and activating and applying a new one. Investigation results indicate that the user did not properly follow user guide instructions. The pod was received un-deployed with the needle cap still attached. Data downloaded from the device indicates that the pod and pdm never established communication and that the pod had never "run." These findings indicate that, despite the hazard alarm, the user proceeded to place the pod and wore it even though the pod had been rendered inoperable due to the failure immediately during or after the fill phase. The report includes a statement that the customer wears a hearing aid and may not have heard the alarm. Though it cannot be confirmed, it is possible that the pod had failed during the fill phase, then correctly initiated an alarm to alert the user of the fault condition. But due to the user¿s hearing condition, the alarm was never heard and the non-functioning pod proceeded to be worn, resulting in the user experiencing high bg¿s. Had the user heard the hazard alarm, the pod would have immediately been removed and replaced, per omnipod user guide instructions.